Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level reported. To resolve the issue, the caller changed the cartridge and resumed insulin.